Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that surgeon felt off by 5 mm when he reached the target. Registration had initially been completed accurately. Procedure was completed despite the reported issue. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Exam archive review revealed poor registration technique and that the software was functioning as designed.